Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string came off- tampax [device breakage]. Case narrative: consumer reported via email that the tampon string came off. No injury was reported.